Manufacturer narrative:
Visual inspection : no physical damages seen on the unit. It was noticed that the pump had the old revision sensor bracket. Functional inspection : the pump booted up with the following software version: 01.03.07. The critical error log was reviewed and noticed several e11 errors. An inflow/outflow cassette tube set was inserted into the pump and connected with a crossfire console using a firewire cable. The crossfire had a footswitch, shaver, and rf probe connected. The crossflow tube sets were connected to a water source and joint test fixture that included a pressure sensor transducer. The unit was then run with a set pressure of 50mm hg, 80mm hg and 120mm hg with suction percentages of 30%, 20% and 10% respectively per pressure setting. For each pressure setting, pressure was applied to the joint test fixture membrane and a shaver and rf probe were activated. The testing confirmed that the pump was able to recover and then maintain the set pressures within +/- 15mm hg during membrane depressions and handpiece activations. No issues observed during testing. The crossflow was opened to check for damaged components. None were seen. Manual pressure check was also performed and passed. Per the test performed the customer complaint was not duplicated. However, recommend to have the mainboard for the e11 errors and the sensor bracket replaced. The probable root cause/s could be (1) user settings (2) kinked outflow tubing or (3) defective pressure sensor bracket. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Based on the event analysis conducted the product was deemed manufactured to specification.

Event description:
It is reported by (B)(6), nurse of the hospital, that during a shoulder arthroscopy, the shoulder swelled very intense. The surgeon got the feeling that the pressure in the shoulder was higher than the display showed.